Event description:
Procedure: hernia repair. According to the reporter: the trocar balloon would not inflate. A new device was used to complete the case. There were no adverse effects to the patient and the procedure was completed without further issue.

Manufacturer narrative:
(B)(4).